Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants being textured allergan, and the risks of bia-alcl and breast implant illness".

Event description:
Patient reports they are being tested for bia-alcl and they are experiencing breast implant illness. Breast implant illness is deemed not related to the device, as it is a term used to describe a variety of symptoms. The patient underwent explant surgery and enbloc capsulectomy. The affected side is unknown.